Manufacturer narrative:
G4: 17mar2020. B4: 27mar2020. It was reported that the issue was resolved remotely. Although requested, no additional repair details were provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
It was reported that the unit displayed volume measurement of 9 cc however, the curves were flat. The device was in use at the time of the event. However, there was no patient harm.